Event description:
Suspected thrombosis. Peak plasma hgb 70, peak ldh 3150 when not hemolyzed,ua + for blood. Echo shows av opening widely w/systole, trace ar. Rv enlarged w/severely decreased systolic function.